Event description:
The facility reported a pump with an unk problem with the battery. It is unk when this problem occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the unknown problem with the pump's main batteries was confirmed. Inspection of the device found failure code 814:01 in the pump's event history file. The main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.